Event description:
Pacmed packaged tablets of crestor and mislabeled them as acetaminophen. Five tablets were dispensed and administered to some combination of 5 patients. The attending physicians of all 5 patients were notified and no harm was reported. (B)(4) was promptly notified and they determined it was a rare timing issue during the canister restocking and the use of the witness feature when an error message is created. Aesynt provided a workaround solution until a permanent one is identified.